Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device capacitor isn't charging enough. The energy set to 200 joules, the output is 150 joules. There was no reported patient involvement/adverse patient impact.